Manufacturer narrative:
Unit received with blank display due to blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube) and faded serial number label. (B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Event description:
The customer reported via phone call that the insulin pump was stopped working. The customer¿s blood glucose level was unknown. The customer was swimming with the insulin pump and there was crack at the back of the insulin pump. The customer stated that they saw fluid under the lcd. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.